Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, there was ring artifact in their 3d images. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. A software investigation was completed. This investigation found the reported issue to be related to rad and fluoro calibrations. This issue was resolved following system calibrations and the artifact was no longer visible in the images. No further issues were reported. A subsequent full imaging system check-out was completed (not specific to this issue) and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, there was ring artifact in their 3d images. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.